Manufacturer narrative:
No lot number provided for DHR. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that a cadd legacy 6400 pump serial number (B)(4) started beeping then alarming no disposable, clamp tubing with a cassette change yesterday. Her troubleshooting did not resolve. Neither pump would accept either of the cassettes she tried on them. Lot numbers of cassettes not known. Pt discarded the 2 cassettes. Wants pump (B)(4) replaced, she requests replacement pump because pump alarmed when off and for 3 hours after the batteries were removed. No patient injury was reported.